Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was pacing at a different rate than what was programmed. No episodes of non-sustained ventricular tachycardia, noise, or right ventricular oversensing were recorded, but oversensing is suspected to be the cause. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. The patent condition was stable.